Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible tones or vibrating for alerts/alarms. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.